Event description:
The customer's father reported that he believes their meter was reading incorrectly and as a result of overmedicating his child, the customer had a seizure. Although, the caller reported this medical event happened a month ago and he didn't realize that the meter might have contributed to that medical event, until after their scheduled dr's appointment when they compared the adc meter's reading to hcp meter's reading. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.